Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having issues with their device. The patient stated that they had sharp pain in their upper buttocks when they sit or walk and that it was progressively getting worse. The patient had been working with their physician to fix the issue for some time and had another appointment in a week. No further complications were reported or anticipated. Indications for use are gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.